Event description:
The cushion was used during spinal surgery, where the patient was positioned prone. Upon turning the patient supine at the end of the case, the patient was observed to have a reddened imprint on his left cheek. The user noted the cushion had a manufacturing flaw in the foam that could be seen. The customer pulled other cushions with the same lot number and found they also had this flaw. The customer also noted that the felt there was nothing wrong with the cushion, but the or wanted to report the bump.